Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence of a damaged cannula. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the phb data found that the agc algorithm was able to appropriately adapt to changes to egvs and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined.

Manufacturer narrative:
The device has been returned/received and the investigation is pending, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 283 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Additionally the patient reported being unsure if the pod was properly inserted, along with a burning sensation with a bit of skin redness at the pod site.